Manufacturer narrative:
Visual inspection of the returned tasp found signs of repeated use and confirmed the device is fractured at the top of the post. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue, which was previously investigated through the CAPA process and addressed with a design modification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tibial articular surface provisional was noticed fractured during sterile processing. There was no patient involvement and no additional information is known.